Event description:
It was reported that the nurse educator of 9n & 9s shared with bd an incident report filed 30may2026 night related to purewick flex. Educator stated that the staff noted suction tubing became disconnected from pw flex device and suction tubing became attached to patient's mons pubis and labial area. Patient was able to vocalize pain to hospital staff. Unknown duration of suction directly to skin. Hospital consulted wound care team. Unknown outcome at this time. Hospital staff would appreciate the follow up. Unknown degree of injury to skin caused by suction disconnecting from device and onto patient's skin. Hospital is currently investigating.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.